Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited dyspnea. It was reported that multiple optimization attempts had been made to the rate response feature of the implantable pulse generator (ipg). The ipg mode was reprogrammed. It was reported that after reprogramming heart block with bradycardia was observed, the patient felt "faint," had no energy and was unable to complete daily activities. The implantable pulse generator (ipg) was reprogrammed again and remains in use. No further patient complications have been reported as a result of this event.